Manufacturer narrative:
The chest pain was intermittent at first then became that it was almost all of the time; the suction events were intermittent and only sometimes coincided with suction events. The patient was not transplanted due to the suction events or device malfunction. The pump will not be returned. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
Hvad pump (B)(4) was not returned to heartware for evaluation. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed multiple suction alarms for the reported event date. Furthermore, additional information received from site noted that an echo revealed that the inflow cannula of the pump was situated close to the heart's septum, thus correlating with the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the suction event can be attributed to the position of the inflow cannula relative to the heart's septum. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported by the vad coordinator that the patient complained of chest pain; which kept on getting worse over last week. When attending gym class on the (B)(6) 2016, the pain became constant. The chest pain was not associated with any sob, weight increase, changes in flow or watts. The patient was having intermittent suction alarms since implant due to inflow cannula situated close to septum. This was confirmed on echo; the ECG was ok and the cxr shows revealed some migration of inflow cannula placement; it certainly changed position. An echo and a CT was ordered and was awaiting the results at the time. Patient has been transplanted (B)(6) 2016.